Event description:
Zoll customer support contacted a (B)(6) female pt to exchange her charger/modem. The pt's download revealed eleven battery charger faults in one week. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon evaluation, there was corrosion on the battery board, corrosion on j601, jp1, lcd 200, c21, r46, c19 and q1 on the bedside board and corrosion on j502 on the computer / analog (ca) board. The cause of the charger faults is the extensive contamination inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted form the contaminated charger/modem. The pt received a replacement charger/modem.